Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump lost power and now not able to start. The customer blood glucose level was unknown. Offered customer troubleshooting for the power loss and they declined. The device will not be returned for analysis.